Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a "right side rupture". Device remains implanted.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a "right side rupture". Healthcare professional additionally reported right side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on anterior side assessed as surgical impact (shell thickness was within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed 40 mm dark patch edge material inside gel device. Non-penetrating nicks observed. Creases were observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Patient reported a "right side rupture". Healthcare professional additionally reported right side capsular contracture, baker grade unknown. Device has been explanted and replaced.